Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR? And evaluation codes. The sample was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification identified a damaged (cracked) main body. Functional testing performed included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of a transfer set was cracked after a week. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.